Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving saline (2 mg/ml at 0.096 ml/day) via an implantable infusion pump. It was reported the pump was displaying a motor stall message and that the pump had been stopped for 1092 hours. The caller stated that the patient has had multiple MRI's recently and that pump was not read after. The logs were reviewed and it was confirmed that the stalls matched the dates of MRI's. The caller refreshed the logs and confirmed there was a recovery log with a timestamp with current time and date.